Event description:
It was reported that during a shoulder stabilization surgery 3 out of 5 anchors broke during the case. The proximal end of the affected anchors broke when tapping into place. The surgery was performed by an experienced surgeon and the patients bone was not particularly hard. The broken off parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022, it was confirmed that the devices broke at the proximal end of the anchor when it was being tapped into the pre drilled hole. It was only a small part of the anchor that broke off and the anchors still held the labrum in place.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Visual inspection noted no issues with the returned devices. All packaging material was sealed, and contained all components assembled correctly. A potential cause for the alleged failure could be attributed to inadequate technique when inserting the implant resulting in excessive forces detaching the eyelet from the inserter. However, without receipt of the devices involved in the complaint allegation, the failure cannot be verified, and no cause can be determined. No problems were found with the returned devices.